Event description:
The product was used during a procedure on the varicose veins. Reportedly, the clips did not advance properly and jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.